Event description:
It was reported that during a transcatheter heart valve procedure, the valve dislodged into the left ventricular outflow tract during final deployment, attributed to too much forward pressure on the delivery system. The valve was then snared to pull it up closer to the annulus, but excessive pull resulted in a valve dislodge. Another valve was placed into position for optimal patient result. Additional information was received that a pre-implant balloon dilation was not performed. It was reported that the valve dislodgement was not caused by the delivery catheter system (dcs), but attributed to operator factors.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure, the valve dislodged into the left ventricular outflow tract during final deployment, attributed to too much forward pressure on the delivery system. The valve was then snared to pull it up closer to the annulus, but excessive pull resulted in a valve dislodge. Another valve was placed into position for optimal patient result.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut pro plus dcs; product ID d-evprop23-29 (lot: 0012864348); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.